Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint history was not provided. Although the investigation could not determine the exact root cause, the pt's bone quality may have been a contributing factor. The initial report states that it is not suspected that the product failed to meet specs or contributed to the reported event. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address tibial collapse (right side). It was noted that the pt had soft bone.